Event description:
A report was received that the patient underwent an explant procedure. The patient had seroma and the physician suspected infection at the midline incision site. The infection was at ipg site and the physician suspected it had travelled up the lead. The symptoms were headache and pus at both sites. The physician believes the infection was procedure related. The patient was given oral antibiotics and is reportedly doing well following the explant procedure.

Event description:
A report was received that the patient underwent an explant procedure. The patient had seroma and the physician suspected infection at the midline incision site. The infection was at ipg site and the physician suspected it had travelled up the lead. The symptoms were headache and pus at both sites. The physician believes the infection was procedure related. The patient was given oral antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.